Event description:
It was reported that the insulin pump alarmed motor error, as well as another error alarm. The caller reported that the user experienced high blood glucose levels. The blood glucose reading was 16 or 17 mmol/l. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to a protruded and loose drive support disk. No motor error alarm was noted and the motor passed the motor test. No alarm for a compromised force sensor resistor was noted. The insulin pump had minor scratches on the display window, cracked case near the display window corners and a cracked reservoir tube lip.